Manufacturer narrative:
The end user received treatment for the fracture and reported no further complications. The DHR for this chair indicates it met specifications when it left the facility. All documentation and specifications for the chair were appropriately disseminated to the health specialist working with the end user. Included in the labeling with the device, the health care advisor must properly and fully train the end user before use. This training includes an analysis to determine methods for safe use based on the end users function and ability.

Event description:
The end user alleges that he struck an obstruction, and the wheelchair tipped forward, causing him to fall from the chair and break his foot. We have not been provided any additional information about the event, other than these allegations, at this time.